Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 71,210 joules while using a surgical fiber during a prostate procedure, a fiber connection error occurred; the fiber was replaced and the procedure continued using a second surgical fiber. Time expended: approximately 13 minutes. It was additionally reported that the physician uses an enucleation technique and cauterizes using the greenlight surgical fiber. Near the end of the approximately 2 hour procedure, at 180,000 joules using the second surgical fiber, the output beam was observed to begin flashing / pulsing and forward-firing . No additional surgical fibers were readily available to continue / finish the procedure. Cauterization was performed using an alternate (button) procedure. The patient was scheduled to return (usually in about three weeks). There was no patient injury reported. This report is for the second surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the output area appears depressed; the metal cap exhibits moderate charred detritus buildup; the glass cap is protruding from the metal cap. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.